Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery and high pressure test was failed. The customer¿s blood glucose value at time of incident was 250 mg/dl. The customer¿s current blood glucose value was 350 mg/dl. The customer treated high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was stated that the drive support cap was normal. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Device passed the delivery accuracy test.